Manufacturer narrative:
The log file of the affected evita xl (operating hours: 21.170h) was provided for the investigation. It could be confirmed that the device performed a single warmstart on (B)(6) 2018 at 14:24 and afterwards continued the ventilation until it was shut down at 14:40. Analysis of the log entries revealed that the safety software of the device detected a temporary impermissible deviation for confirming high-priority alarms with the softkey "alarm reset". As a reaction to the deviation the device initiated a warmstart in an attempt to solve the issue. During a warmstart, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The deviation was solved by the warmstart. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while ventilating a medicated patient with 100% fio2 the ventilator shut down completely. The patient was disconnected from the ventilator and prepared to continue with manual ventilation. After short shut down moment, device started itself with same settings. Patient was connected back to ventilator, until ventilator replaced with another. This period device was working fine. It was reported that there was no injury to the patient.